Event description:
It was reported that the patient presented for a routine device evaluation experiencing shortness of breath. Upon interrogation, it was noted that the left ventricular lead exhibited loss of capture. Chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced to resolve the issue. There was no patient consequences throughout the procedure.